Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/10/2020. H.6. Investigation: forty-three photos of loose 1ml syringes were received and evaluated. Thirty-one photos each displaying a single syringe with cosmetic scratches and blemishes that did not interfere with the scale or effect the form fit or function of the device, which were acceptable per product specification. Five photos each displayed a single syringe with black spots present on outside the grad line near the 0.1ml marking with one syringe having a single black dot on the collar. None of the four syringes contained more than two dots larger than level 3 in size or one dot larger than level 4 in size which were acceptable per product specification. Seven photos displayed a total of ten syringes with cylinder dots. Seven clear zip lock bags containing a total of fifty-four loose 1ml syringes were received and evaluated. The physical samples appeared to have the same conditions as displayed in the photos. All the syringes received were acceptable per product specification. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9232840 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. A potential root cause for the ink dot defect is associated with the marking process. Since the defects observed are within the acceptable limits, no corrective actions are required at this time.

Event description:
It was reported that 54 bd syringes luer-lok¿ tip had issues with deep scratches on the "0.09, 0.10ml and 0.15ml" scale markings, and black and white foreign matter, also found on the plunger. These defects were noticed prior to use in lot 9232840. The following information was provided by the initial reporter: "logging 54 x more rejected syringes, bd 1ml luer lok tip. Our aseptic compounding technicians have rejected a significant portion with various faults including. Deep line scratches on 0.09, 0.10ml and 0.15ml mark. Black speck contaminants. Black dots on white plunger side. Black smudgey dots. White opaque blobs or watermarks that make the syringe look dirty. White specks or white thread lines along base of plunger (magnified when liquid is inside) ."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 54 bd syringes luer-lok¿ tip had issues with deep scratches on the "0.09, 0.10ml and 0.15ml" scale markings, and black and white foreign matter, also found on the plunger. These defects were noticed prior to use in lot 9232840. The following information was provided by the initial reporter: "logging 54 x more rejected syringes, bd 1ml luer lok tip. Our aseptic compounding technicians have rejected a significant portion with various faults including: deep line scratches on 0.09, 0.10ml and 0.15ml mark. Black speck contaminants. Black dots on white plunger side. Black smudgey dots. White opaque blobs or watermarks that make the syringe look dirty. White specks or white thread lines along base of plunger (magnified when liquid is inside)."